Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.0 x 38 mm xience xpedition; other: abbott implants (3.5 x 12 mm, 3.0 x 28 mm). The rx xience xpedition 3.0 x 38 mm mentioned is being filed under a separate manufacturer report number. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with an st-elevated myocardial infarction on (B)(6) 2016. On (B)(6) 2016, two implants (3.5 x 12 mm, 3.0 x 28 mm) were implanted in the mid left anterior descending (lad) artery with moderate calcification and mild tortuosity. Final angiographic residual stenosis was less than 10%. The patient returned on (B)(6) 2016 due to chest pain. Angiography observed thrombosis in the implants. A 3.0 x 38 mm xience xpedition was implanted for treatment. During check of angio, stent thrombosis was observed, so a 3.5 x 18 mm xience xpedition stent was implanted. Immediately after implanting this stent, thrombus was again observed. The patient immediately went into cardiac arrest and died. An autopsy was not performed. It could not be confirmed if the patient had been compliant with dual antiplatelet drug therapy (dapt) after the index procedure. No additional information was provided.